Manufacturer narrative:
Justification for no UDI, this device was manufactured before UDI requirements. The device was returned to zoll medical corporation. During the investigation it was noted that the device successfully passed stress testing and bench handling without issue and the reported distorted display could not be duplicated during evaluation. During internal inspection, the color cable was found to be an older revision and to help prevent future recurrence, the color cable was replaced. The investigation is closed as no fault found. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during biomed testing, the device's display was distorted and no clinical information could be seen. Complainant indicated that there was no patient involvement in the reported malfunction.